Event description:
Add'l info rec'd from MFR 10/31/00: the unit passed all functional tests. A visual evaluation indicated no abnormalities. Based on the info provided to MFR, and in conjunction with the results of the product evaluation, MFR is unable to determine the exact cause of the product event as described in the medwatch. The product evaluation results suggest that the event was not attributable to the device. The model number on the facility prepared medwatch, mw1019783, does not correspond with the device returned to MFR or originally reported to MFR by the complainant. The model number reported by the facility corresponds to a first generation device which is no longer used or distributed in us facilities. The correct device info is: catalogue number: 00825.

Event description:
Add'l info rec'd from MFR 10/31/00: the unit passed all functional tests. A visual evaluation indicated no abnormalities. Based on the info provided to MFR, and in conjunction with the results of the product evaluation, MFR is unable to determine the exact cause of the product event as described in the medwatch. The product evaluation results suggest that the event was not attributable to the device. The model number on the facility prepared medwatch, mw1019783, does not correspond with the device returned to MFR or originally reported to MFR by the complainant. The model number reported by the facility corresponds to a first generation device which is no longer used or distributed in u.s facilities. The correct device info is: catalogue number: 00825.

Event description:
Pt undergoing uterine ablation. Two minutes into procedure machine malfunctioned. Alarm on panel read "motor pump failure." Tech from ethicon requested the machine be returned to the co as it was not working correctly. The machine had been tested prior to implementation of new machine. The machine is new unit. Pt spoken to by physician.